Event description:
The customer reported that a patient underwent a red blood cell exchange (rbcx) procedure. The patient was discharged after the completion of the procedure on (B)(6) 2014. Approximately 24 hours after the discharge, the patient suffered a stroke and head bleed. The patient was taken to the emergency room and admitted to the hospital. The patient expired on (B)(6) 2014. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to patient death, though at this time it is not believed that the device caused or contributed to the patient death.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: per the customer, the medical director at this program was consulted and stated the death had nothing to do with the device. He stated that the patient was very old for a sickle cell patient and they are learning what other complications present at that age for a sickle cell patient. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system is safe to use and operated as intended. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out and none have been reported. Multiple attempts to obtain the discharge summary and autopsy report of the patient were unanswered by the customer. Root cause: the root cause remains undetermined at this time due to limited information obtained. No failure of the device was detected in the rdfs or DHR. Per the medical director, the death was unrelated to the rbcx procedure.